Event description:
Doctor implanted two of the 51-416-20 williams zurich, end driven 20mm distract in a pt. Approximately 1cm of distraction had been completed. Doctor informed rep that distractors backed off and distraction was lost. Distractors have been removed.